Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported an alarm #47: drive tube alarm during treatment, after 104ml of whole blood had been processed. The customer observed a blood leak from the drive tube. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The kit return was requested; however, the customer had discarded the kit. The customer returned photographs for investigation.

Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot l141 was conducted. There were no non-conformances related to the complaint. This lot met allrelease requirements. A review of kit lot l141 shows no trends. Trends were reviewed for complaint categories, alarm #47: drive tube alarm and drive tube leak/break. No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. The complaint kit and smart card were not returned. The provided photograph verifies the reported drive tube leak as dried blood is seen on drive tube, between the drive tube and the tri-connector. A known cause of the drive tube leak is due to a leak between the drive tube and the tri-connector joints. A material trace of the drive tube used to manufacture lot l141 did not find any non-conformances. The device history record (DHR) review did not identify any related non-conformances, deviations, or equipment maintenance events. This lot passed all lot release testing. The smart card was not returned for evaluation, therefore the reported alarm #47: drive tube alarm could not be confirmed. The root cause for the drive tube leak could not be determined based on the available information. No further action is required at this time. (B)(4). H.m. (B)(6) 2023.